Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to impingement (the stem was in contact with the pelvis or neck of the shell. No disassociation or dislocation was reported). A head and liner (implanted (B)(6) 2017), stem and shell (implanted in 2014) were revised to a restoration modular stem, revision shell, an adm/mdm liner construct, and a femoral head.